Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation and having difficulty charging ipg. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was disposed by the facility.